Event description:
The ge oec 9800 fluoroscopy system failed it's boot up sequence. The system also displayed a communication failure. The system was removed from service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable. The interconnect cable was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. This facility was unable to, or would not provide any further patient information with respect to this issue.